Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatible basket was used during a common bile duct stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the side car-rx (guidewire port) was pushed back. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A trapezoid rx lithotripter compatible basket was returned for analysis. A visual inspection of the returned trapezoid rx lithotripter compatible basket revealed no defects. No issues were found at the distal end or the basket tip section, the side car rx was found to be properly placed and no pushback was noted; consequently, not confirming the reported complaint. The complaint was not confirmed. The most probable cause is not confirmed returned since the complaint included a returned device review (visual and physical) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a common bile duct stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the side car-rx (guidewire port) was pushed back. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.